Manufacturer narrative:
Section d4: multiple attempts for device serial number were made, no response was received. Manufacturer's investigation conclusion: the reported event of no external power alarms and low voltage alarms while connected to the mobile power unit was confirmed via the submitted log file. The mobile power unit was not returned for analysis; however, a log file was submitted for analysis. The submitted log file labeled (B)(4) contained data spanning approximately 20 days (on (B)(6) 2021 per the timestamp). The log file captured atypical low power hazard alarms, power cable disconnect alarms, and no external power alarms on (B)(6) 2021 from 10:02:25 to 10:02:52 due a brief interruption of power from the mpu. This caused the rsoc and bus voltage to drop below their expected voltage thresholds. The alarms resolved themselves when external power was restored. The mobile power unit (mpu) was not returned for analysis. Multiple attempts were made to gather additional information about the reported event such as the serial number of the mobile power unit, if the mpu will be returned, if the mpu is operational, if the mpu has a v-lock connector on the a/c power cord, if the power cord came loose at the wall/outlet or at the back of the unit, and of there were any environmental circumstances that could have affected the power at the time of the event; however, no response was given. The root cause of the reported event was not able to be conclusively determined through this analysis. Heartmate iii patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) (rev. G) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii patient handbook (rev. G) and heartmate iii instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power and low voltage alarms. A review of the log files noted a low voltage hazard and no external power event on (B)(6) 2021 at 10:02 while using the mobile power unit (mpu). It appeared that the mpu lost total power, enabling the backup battery in the controller until power was restored to the mpu. There was no loss of pump support during the event. Some other low voltage events were noted in the log due to normal battery depletion. The patient occasionally allowed the battery power to run pretty low before switching power sources.